Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags from the right lower seam of the bag. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5: it was reported two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked; one from the middle port and the other from a pinhole in the right lower seam of the bag (omitted on initial). H4: the lot was manufactured from may 03, 2022 - may 05, 2022. H10: two (2) actual samples were received for evaluation. Unaided visual inspection was performed and no defect was observed in sample one (1) and a tear at the lower right front side of the bag was observed with sample two (2). Functional testing was performed on each of the samples. Sample one (1) revealed a leak between the spike port tube and the spike port bonding area. Sample two (2) revealed a leak at the lower front right side of the bag. Magnified inspection verified a tear/hole where the leak occurred in sample 2. The as reported conditions were verified. The cause of the conditions could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.